Event description:
It was reported that during an evacuation of subdural, the drill malfunctioned twice, causing a suboptimal evacuation of subdural. Additional information has been requested from the user facility.

Manufacturer narrative:
The device has not been returned for analysis at this time. Additional information will be submitted when the device is received, and if additional information is received and requires reporting. (B)(4): device not returned for evaluation at this time.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. (B)(4): the device was not returned for analysis.

Event description:
It was reported that during an evacuation of subdural, the drill malfunctioned twice, causing a suboptimal evacuation of subdural. Additional information has been requested from the user facility.